Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. M5-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". The patient's concurrent conditions included morbid obesity, thyroid cancer since 2008, musculoskeletal pain, back pain, depression, endometriosis, hypothyroidism, vision abnormal, dizzy, complex regional pain syndrome type ii, adenomyosis, nausea and ovarian cyst. Family history included hypertension (mother). Concomitant products included levonorgestrel (mirena) from february 2015 to june 2015 for bleeding menstrual heavy as well as acetylsalicylic acid (aspirin) since 2008, ibuprofen since 2008, levothyroxine sodium (synthroid) since 2013, paracetamol (termax) since 2016 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("abdominal pressure"), abdominal distension ("bloating") and abdominal pain ("right side pain"). The patient was treated with surgery (surgical procedure is scheduled for (B)(6) 2017, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal discharge was resolving and the genital haemorrhage, abdominal discomfort, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Following the requisite time period after implantation of essure plaintiff had a hsg (hysterosalpingogram) test (result was not reported). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pain, migraine, abdominal pain and headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch was not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('migration/perforation'). In an adult female patient who had essure (batch no. M5-not valid), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test was not conducted". Medical conditions: following the requisite time period after implantation of essure, plaintiff had a hsg (hysterosalpingogram) test, (result was not reported). Concurrent conditions included: thyroid cancer since 2008, morbid obesity, musculoskeletal pain, back pain, depression, endometriosis, hypothyroidism, vision abnormal, dizzy, complex regional pain syndrome type ii, adenomyosis, nausea and ovarian cyst. Family history included: hypertension (mother). Concomitant products included: levonorgestrel (mirena) from february 2015 to june 2015 for bleeding menstrual heavy, norethisterone (camila) since 3-jul-2017 for pain as well as acetylsalicylic acid (aspirin) since 2008, ibuprofen since 2008, levothyroxine sodium (synthroid) since 2013, paracetamol (termax) since 2016 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal discomfort ("abdominal pressure"), abdominal distension ("bloating") and abdominal pain ("right side pain"). The patient was treated with surgery (surgical procedure is scheduled for (B)(6) 2017, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal discharge was resolving. And the perforation, genital haemorrhage, abdominal discomfort, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 46.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pain, migraine, abdominal pain and headache. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: event: "migration/perforation" added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('migration / perforation') in an adult female patient who had essure (batch no. M5-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". Medical conditions: *following the requisite time period after implantation of essure plaintiff had a hsg (hysterosalpingogram) test (result was not reported). Concurrent conditions included thyroid cancer since 2008, morbid obesity, musculoskeletal pain, back pain, depression, endometriosis, hypothyroidism, vision abnormal, dizzy, complex regional pain syndrome type ii, adenomyosis, nausea and ovarian cyst. Family history included hypertension (mother). Concomitant products included levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2015 for bleeding menstrual heavy, norethisterone (camila) since (B)(6) 2017 for pain as well as acetylsalicylic acid (aspirin) since 2008, ibuprofen since 2008, levothyroxine sodium (synthroid) since 2013, paracetamol (termax) since 2016 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), abdominal discomfort ("abdominal pressure"), abdominal distension ("bloating") and abdominal pain ("right side pain"). The patient was treated with surgery (surgical procedure is scheduled for (B)(6) 2017, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal discharge was resolving and the perforation, genital haemorrhage, abdominal discomfort, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pain, migraine, abdominal pain and headache. Lot # m5 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. M5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not conducted". The patient's concurrent conditions included morbid obesity, thyroid cancer since 2008, musculoskeletal pain, back pain, depression, endometriosis, hypothyroidism, vision abnormal, dizzy, complex regional pain syndrome type ii, adenomyosis, nausea and ovarian cyst. Family history included hypertension (mother). Concomitant products included levonorgestrel (mirena) from february 2015 to june 2015 for bleeding menstrual heavy as well as acetylsalicylic acid (aspirin) since 2008, ibuprofen since 2008, levothyroxine sodium (synthroid) since 2013, paracetamol (termax) since 2016 and topiramate (topamax) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraine") and headache ("headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("abdominal pressure"), abdominal distension ("bloating") and abdominal pain ("right side pain"). The patient was treated with surgery (surgical procedure is scheduled for (B)(6) 2017, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and vaginal discharge was resolving and the genital haemorrhage, abdominal discomfort, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: medical backgrou d: current weight 230 ibs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.8 kg/sqm. Following the requisite time period after implantation of essure plaintiff had a hsg (hysterosalpingogram) test (result was not reported). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, menorrhagia, pain, migraine, abdominal pain and headache. Most recent follow-up information incorporated above includes: on 13-sep-2018: pfs and mr received: added patient demography, updated product details, lot number, new events: abnormal bleeding (vaginal, menorrhagia); migraines/headaches; dysmenorrhea (cramping);dyspareunia (painful sexual intercourse), vaginal discharge; fatigue; weight gain; hair loss and abdominal pain, added concomitant and treatment medications and medical history, essure confirmation test not done was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("abdominal pressure") and abdominal distension ("bloating"). The patient will be treated with surgery (surgical procedure is scheduled for (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, abdominal discomfort and abdominal distension outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: following the requisite time period after implantation of essure plaintiff had a hsg (hysterosalpingogram) test (result was not reported). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.